Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the staples on three different staplers were creating malformed staples. The customer used a similar device to complete the case with no patient consequence.